Manufacturer narrative:
Hw25406 was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed 177 high watt alarms have been logged since december 18, 2016. A rise in power consumption has been logged starting on december 15, 2016 to a peak of 16.4w on december 19, 2016 outside of normal power consumption, confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Though the root cause cannot be conclusively determined, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Corrections: date MFR received for the initial report is 2016-12-19. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient had a new rise of power consumption, flow and clinical parameters on (B)(6) 2016 and had another three lysis treatments between (B)(6) 2016 and (B)(6) 2016. However, the patient experienced another rise of power consumption on (B)(6) 2016 and decision was made for pump exchange. After the pump exchange, the power consumption returned to normal. The patient had been controlled on anticoagulation with an inr of 2.7. It was further reported that there was a thrombus confirmed in the explanted pump. The patient was reported to be in stable condition.